Manufacturer narrative:
(B)(4): evaluation summary: the analysis results found that one mst11 was received with the mam3001 inserted through the needle and sheared off at distal end. As instructed into the IFU: "after deployment, rotate the mammotome 90 to 180 degrees to position the sample aperture away from the deployed collagen plug. Remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain x-ray, ultrasound, or MRI images to confirm marker placement." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The event was reported the clip deployed into the pt's breast, but the clip and applicator became shredded and stuck in the probe. The doctor removed the probe and decided to complete the case with no pt consequence.